Event description:
Customer alleged low blood glucose symptoms while at church. Customer stated a nurse gave him orange juice, (B)(6), and cake. The customer's blood glucose was tested with the advantage system with a result of hi (greater than 600 mg/dl), which the customer alleged did not coincide with his symptoms. An ambulance was summoned; emts started a glucose IV and measured the customer's blood sugar as 59 mg/dl on a professional meter. The customer alleged he was taken to a hospital where he was treated with another IV (contents unk) and observed for 2 days. It is noted that the customer stated that the advantage system was stored in his truck; product labeling instructs the user to store the meter and supplies away from extremes of temperature and humidity. A request was made for the return of the suspect device and replacement product was sent.